Event description:
The pt woke up in the morning and had tremors and was incoherent. The suspect device was used to check their blood glucose and a result of 130 mg/dl was obtained. 911 was called and when the emergency medical technicians arrived they gave the pt a glucogon shot and took them to the hospital. The suspect device was used by the emergency medical technicians and they got a reading of 57 mg/dl prior to treatment. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.